Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the patient is currently being treated for his infection.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the left ins was infected. The left ins and extension were removed on (B)(6) 2018. Extension was removed up until the lead/extension connection at which point it was trimmed. Interventions included the partial system explant. Caller did not know about antibiotic intervention they only knew about the explant. The devices will not be returned as the caller was not present during the removal. The patient will be reimplanted with ins and extension when cleared by infectious disease. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Explant dates updated: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2011 explanted: (B)(4) 2018 product type extension . If information is provided in the future, a supplemental report will be issued.